Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient complained that his inflatable penile prosthesis (ipp) would not stay erect, the cylinders did not inflate when the pump was squeezed. All components were removed and replaced. The reservoir only had 23 ml of saline in it. The saline was yellow and cloudy. There were no patient complications.